Event description:
It was reported that the c-arm was moving by itself. No injury reported. A field engineer was dispatched to the site and determined the rotation switches were failing. The rotation switch inserts were replaced and the rear rotation switch was adjusted. Once this was completed the system was working as intended.